Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed that the foreign material was white and was adhered to/clogged the air/water-channel and air/water-cylinder. The foreign material could not be removed because reprocessing was not conducted properly due to leakage from scope connector and forceps elevator. However, a definitive root cause for the presence of the foreign material could not be established. The instruction manual states the detection method associated with the event in "evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection", and preventative measures in "evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories)". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited that the air/water cylinder and the air/water tube had foreign objects. There were no reports of patient involvement.